Event description:
An additional information received on 06/12/2018, which reported the pacing impedance was united states greater than 3000 ohms on (B)(6) 2018 when this competitor device was connected to competitor rv lead. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).